Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy procedure, the clips were not forming properly. They were coming out of the jaws without the device being fired. Another instrument was used to complete the procedure with no patient consequence.